Event description:
Dialysis machine was not tested pre-treatment. Machine was not cleared. The previous patient's information was on the machine when the new patient started. The patient lost only 0.6 kg; they should have lost 4.2 kg. The patient had to have 2 more hours of dialysis to remove the extra fluid. No injury.